Event description:
Emergency med service personnel were attempting to externally pace an asystolic pt. The operator reported observing a "pacing leads off" message and a failure to start pacing. The defibrillator/pacing electrodes were replaced with no change. However, when the operator switched over to monitor in paddles, the message went away and the device allegedly functioned properly for the remainder of the call. The pt was not resuscitated. However, the reporter did not report that the alleged malfunction caused or contributed to the pt's death.